Event description:
It was reported that the patient was hospitalized and had an infection. The hcp reported that the pump was used to deliver morphine. The patient was given unspecified perioperative antibiotics. One week post surgery, the patient had signs/symptoms of an infection which included fever, redness, swelling, drainage, pain and meningeal signs/symptoms. The primary location of the infection was the lumbar region. The patient had meningitis. It was unk if a culture was taken. The patient was admitted to the hospital and it was unk what treatment the patient received. It was unk if the device was explanted. The patient was released from the hospital. The hcp had not seen the patient since the hospital admission, so the final patient outcome was unk. See MFR's report number: 3004209178-2007-03927.